Manufacturer narrative:
Investigation: actual sample received and evaluated. Bd was able to duplicate or confirm the customer's indicated failure mode. Returned material showed reported defect. The returned samples of catheter section surface is rough, stretched, and the residual catheter color is white.¿ the product is within specification. No related investigation on same lot number. No related abnormal record of defect. Conclusion: the customer¿s reported defect has been confirmed, but is not related to the manufacturing process. No CAPA is necessary.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima ii¿ IV catheter 24g x 0.75 the family of a child found the catheter had broken while at home. The family took the child back to the hospital, nurse checked and verified catheter was broken. X-ray was take of the child¿s arm. X-ray verified no retained catheter remained. No further interventions performed.